Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt was recently implanted with a pacemaker. Upon turning on the scs system, the pacemaker showed a signs of interference. Follow-up identified interference was evident when pacemaker telemetry and the scs programmer were used simultaneously. The cardiologist provided clearance for using the scs system. The issue has been resolved.